Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by the customer that when the device turns on, it goes into service mode. There was no patient involvement.